Event description:
Healthcare professional reported capsular contracture, baker grade iii on the right side and that the device feels "pointy" under the skin. Healthcare professional additionally reported "rupture discovered during explant surgery". The device has been explanted and replaced non allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, brown particle in the shell and weight to the spec . A microscopic analysis was performed which identify striated opening in the anterior . Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6b, h.6.

Event description:
Devices has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii on the right side and that the device feels "pointy" under the skin. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.